Event description:
Report received from (B)(6) that cutter could not be inserted. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The reported failure that the cutter could not be secured was confirmed. Reliability engineering evaluated the device and the cutter could not be secured. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).